Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, and oversensing of noise. The lead was suspected for fracture, and was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.